Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up keypad button is reportedly intermittently unresponsive when pressed. The pt claimed the button has to be pressed hard and multiple times for a response. There was no adverse event associated with this complaint.